Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later post filter deployment, doppler ultrasound showed that the inferior vena cava filter was seen. There was a moderate amount of clot seen in the inferior vena cava below the filter and the patient presented for retrieval of the filter which was found to be tilted with a nonobstructive thrombus underneath and around the filter. The filter was unable to be removed and the patient was placed back on coumadin. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. Additionally, it can be inconclusive that the patient experienced thrombus above the filter post deployment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six months post vena cava filter deployment, during a retrieval procedure, a nonobstructive thrombus was identified underneath and around the tilted filter. Approximately two and one half weeks later, the patient experienced chest pain and shortness of breath and was admitted for anticoagulation and further evaluation of pulmonary thromboembolism. Further it was reported that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: a vena cava filter was indicated in the patient with a history of pulmonary thromboembolism secondary to hormone use. The ivc filter was deployed without complication in an infrarenal position via the femoral vein and the patient was prescribed coumadin therapy for six months. Following treatment, the patient presented for retrieval of the filter which was found to be tilted with a nonobstructive thrombus underneath and around the filter. The filter was unable to be removed and the patient was placed back on coumadin. Approximately two weeks later, following discovery that the coumadin level remained nontherapeutic despite a high dose, lovenox was added to the anticoagulation regimen. Approximately four days later, the patient experienced sudden chest pain in the left upper chest and left neck, shortness of breath, and nausea. The patient was admitted for anticoagulation and further evaluation of pulmonary thromboembolism. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment for pulmonary thromboembolism, during a retrieval procedure, a nonobstructive thrombus was identified underneath and around the tilted filter. The filter was unable to be removed and the patient was placed back on anticoagulant therapy. Approximately two and one half weeks later, the patient experienced chest pain and shortness of breath and was admitted for anticoagulation and further evaluation of pulmonary thromboembolism. No additional medical records were received for this patient.